Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 35-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 6 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus & cervix). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 34 year-old female patient who had essure inserted (lot no: d19665) for female sterilisation. The patient had a medical history of irregular periods, menorrhagia, adhd, social alcohol drinker, nonsmoker, loop electrosurgical excision procedure, depression, cervical dysplasia ((uteri) had leep 2010.), septate uterus, asthma, abortion (1 sab), parity 1 (nsvd), gravida ii, obesity (body mass index: 33.5 kg/m2) and allergy to antibiotic. Previously administered products included: abilify, adderall, proair hfa, trazodone, xanax, depo a and dmpa. The patient had a family history of diabetes mellitus (father). Concurrent conditions were listed as paratubal cyst, cone biopsy of cervix, paratubal cyst, endometriosis externa, uterine hypertrophy, uterine adenomyoma and bicornuate uterus. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1839 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pathology report: specimen: uterus, pelvis, cervix final diagnosis: fallopian tube, right: para tubal cyst: soft tissue, right pelvic sidewall, segment: changes consistent with endometriosis. Cervix: chronic cervicitis, squamous metaplasia and nabothian cysts. Endometrium: basal state. Corpus uterine: leiomyoma, adenomyosis, serosal fibrous adhesions. Fallopian tube: unremarkable. Gross and microscopic: right fallopian tube is 1 segment of tube measuring 3.5 cm in length and up to 0.9 cm an diameter. 1. Paratubal cyst measures 0.9 cm. Sections are submitted a. Endometriosis of the right pelvic sidewall is 1. Segment of gray-white tissue measuring 0.3 cm in largest dimension. Uterus and a separate segment of tube that weighs 99.9g. The tube measures 3.7 x 0.5 cm and the uterus. 8.5 x 6.3 x 4 cm. The endometrium measures 0.1 cm and myometrium 1.5 cm in thickness with 1 gray/white nodule measuring 0.4 cm. Sectioning reveals coiled medical device. Microscopic examination: shows fallopian tube tissue and paratubal cyst. Fragment of fibrotic tissue with markedly cauterized with tissue and necrosis. The findings are consistent with endometriosis. The left fallopian tube is unremarkable [pregnancy test] on (B)(6) 2019: urine test: an hcg pregnancy test was negative. Assessment: dysfunctional uterine bleeding. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Reporter details added patient lmp with medical history added lab data including pathology test, product lot number added . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 34 year-old female patient who had essure inserted (lot no. D19665) for female sterilisation. The patient had a medical history of irregular periods, menses irregular with excessive bleeding, adhd, social alcohol drinker, nonsmoker, loop electrosurgical excision procedure, depression, cervical dysplasia ((uteri) had leep 2010.), septate uterus, asthma, abortion (1 sab), parity 1 (nsvd), gravida ii, obesity (body mass index: 33.5 kg/m2) and allergy to antibiotic. Previously administered products included: abilify, adderall, other therapeutic products, trazodone, xanax, depo a and dmpa. The patient had a family history of diabetes mellitus (father). Concurrent conditions were listed as paratubal cyst, cone biopsy of cervix, paratubal cyst, endometriosis externa, uterine hypertrophy, uterine adenomyoma and bicornuate uterus. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1839 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pathology report: specimen: uterus, pelvis, cervix final diagnosis: fallopian tube, right: para tubal cyst: soft tissue, right pelvic sidewall, segment: changes consistent with endometriosis. Cervix: chronic cervicitis, squamous metaplasia and nabothian cysts. Endometrium: basal state corpus uterine: leiomyoma, adenomyosis, serosal fibrous adhesions fallopian tube: unremarkable gross and microscopic: right fallopian tube is 1 segment of tube measuring 3.5 cm in length and up to 0.9 cm an diameter. 1 paratubal cyst measures 0.9 cm. Sections are submitted a. Endometriosis of the right pelvic sidewall 1s 1 segment of gray-white tissue measuring 0.3 cm in largest dimension. Uterus and a separate segment of tube that weighs 99.9g. The tube measures 3.7 x 0.5 cm and the uterus 8.5 x 6.3 x 4 cm. The endometrium measures 0.1 cm and myometrium 1.5 cm in thickness with 1 graywhite nodule measuring 0.4 cm. Sectioning reveals coiled medical device. Microscopic examination: shows fallopian tube tissue and paratubal cyst. Fragment of fibrotic tissue with markedly cauterized with tissue and necrosis. The findings are consistent with endometriosis. The left fallopian tube is unremarkable [pregnancy test] on 18-feb-2019: urine test: an hcg pregnancy test was negative. Assessment: dysfunctional uterine bleeding. Lot number: d19665 manufacture date: 2014-10 expiration date: 2017-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.